Event description:
Complainant alleged that during biomed testing, the device prompted a "system unusable" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.